Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to the patient discontinuing therapy without wearing the proper ppe. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient reported she failed to wear a face mask or wash her hands when discontinuing continuous cyclic peritoneal dialysis [cc(pd)] therapy. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on 16/sep/2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 558 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 2000 mg every other day for 21 days and ip ceftazidime 1500 mg daily for 21 days. By (B)(6) 2021, the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn stated there was no defect or malfunction of a fresenius device(s) and/or product(s) to report. The patient has recovered from the events and continues to utilize the same liberty select cycler as before. Causality was attributed to the patient not wearing a mask, as required during the disconnection process. A follow-up peritoneal effluent fluid culture and cell count were collected on (B)(6) 2021 and both results were negative.